Event description:
(B)(4). Essure has effected me and other women like me for years. From hair loss, chronic fatigue, eye sight changes, chronic hives, cramping, severely heavier menstrual cycles, pelvic and back pain, anemia from such heavy cycles, migraines, depression from all the side effects and how they have impacted my daily life, and many more symtoms. While my general practitioner agrees that the nickel based coils are what's causing my health issues, my implanting obgyn assured me that even though my concern with certain metals may cause me harm "that if the button on my jeans didnt cause me to break out, then there should be no issue". Two months after implantation my hives started and have not lessened, to the point that over the counter allergy medication (benedryl, allergra, etc) do not ease the hives. Then, the massive hair loss, resulting in balding. Migraines every day, worsening when my cycle arrived. I take benedryl and excedrin every day. This device doesnt seem to be safe for most of its patients, especially the ones suffering daily.